Manufacturer narrative:
The device was returned to the factory for eval. The devices showed signs of clinical usage and evidence of blood. A visual inspection determined that the cover of the end of the cable was dislocated and returned. The detachment of the connector collar is potentially attributed to user technique. As stated in the hemopro 2 IFU, the user is instructed to pull back only on the extension cable connector collar when disconnecting the extension cable. Based upon the eval results, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the connector on the hemopro2 extension cable broke off the cord. A replacement device was used to complete the procedure. The hospital did not report any pt effects.